Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted a phantom beeping while attached to the mobile power unit (mpu). Troubleshooting was performed by reviewing the log files and temporarily removing the mpu from use. No issues were identified on the mpu that could have caused the phantom beeps. The alarms were finally resolved by exchanging the controller. The patient experienced no symptoms at the time of the beeps.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number # 2916596-2023-07235.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the returned system controller (serial number: (B)(6)). Evaluation of the underlying wires on the white power cable revealed that the yellow (alarm out) and red (ground) wires were broken, and the inner conductors were exposed. Inspection of the damaged wire revealed that the exposed conductors on the yellow wire were shorting to the shielding and to the exposed conductors of the red wire, this would result in the reported auditory alarms. The downloaded system controller event log file contained approximately 13 hours of relevant data ((B)(6) 2023 from 01:49:42 ¿ 14:13:00 per the timestamp), and the downloaded system controller periodic log file contained approximately 43 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed in the log files. The pump maintained a speed above the low speed limit without any issues throughout the log files. The reported event was determined to be caused by a break in the alarm out wire in the controller¿s white power cable. Although not conclusively determined, the observed underlying wire damage may have been associated with repetitive bending of the power cables during use over time. Incidental findings: the strain relief on the connector side of both the white and black power cables were damaged, fluid ingress was observed to be coating the underlying layers and wires of both power cables the device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6) , was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.